Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), and product type: recharger. H7: recall/notification no longer applies due to the product ID being corrected to 97755-s h9: z-number z-1535-2021 no longer applies due to the product ID being corrected to 97755-s. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding external devices to an implantable neurostimulator (ins). It was reported that a couple of months the belt started to wear out. It was not busted. The controller was also 'dying' and 'touchy'. Pt said it started getting a lot touchier before pt noticed it started losing its charge. The issue started more than a couple of months ago. Pt said it was when they met their new rep for reprogramming and pt through they were having trouble then. Pt did not indicate that rep was aware of this issue. Pt said it was taking several hours to charge the implant (ins) because it was touchy and constantly stopped because pt might have moved a fraction of a hair. The controller 'constantly beeping, honking and squawking' because it thought pt moved. Pt said they did not move and would get poor recharge quality. Pt had it on forever last night. Controller was at 100% and all of a sudden the charge dropped. Pt said controller would deplete before pt could finish charging the ins but not every time. The manufacturer's patient services specialist (pss) reviewed due to taking too long to charge the ins it is expected for controller to deplete. Pss had pt troubleshoot poor recharge quality on the call. Pss had pt unplug the recharger, and pt confirmed they saw no damage. Pt mentioned the pins on recharger were duller but they were always that way and they do look shiny if pt tilts it. Pss had pt clean the pins and plug in the recharger. Controller showed ins battery low, recharge. Pss discussed the placement of recharger antenna. No symptoms were reported. A replacement controller and recharging belt were sent out. Additional information was received on 2022-09-02, pt called back stating that they were sent a replacement controller, however the issue wasn't resolved, so they thought that the controller battery was the issue. Pt stated that they were trying to recharge the ins last night, but the same thing was happening as before. Pt stated that the equipment was temperamental as when they had not even moved the controller would beep at them and say that there was a problem. Pt stated that the ins recharging had been slowly going down and that it was really bad now. Pt stated that it took several hours to try and recharge the ins due to the constant stopping of the equipment. Pt confirmed that there was no apparent damage to the recharger. Pt confirmed that the connection between the recharger and the controller was not loose. Pt noted that when they plugged the recharging into the replacement controller, the connection was a little more snug but the recharger plugged into the controller and was not loose. Pt stated that the recharger didn't go in easy due to the sides of the framework of the plug so the recharger plug was always snug in the controller. Pt confirmed that there was not an issue with the recharger cord connection at the paddle. Pt confirmed that the controller charged back up without any issues. Pt stated that it wasn't every time, however sometimes when recharging the ins the battery would just stop. Pt stated that the controller would be at 100% but would then drop drastically instead of going down gradually, so they would have to charge the controller back up in order to finish recharging the ins. Pt then noted that the recharger relay box would get hot while recharging the ins. Pt mentioned that the controller would get hot as well. Pt mentioned that one time the other day they had a blanket over the recharger when they normally wouldn't and the recharger was smoking hot; pt stated that the recharger had gotten warm other times before. A new recharger was requested. Additional information was received from the pt on 2022-sep-14. The pt reported that they got the replacement controller and replacement recharger, but now when they charged the ins, they would charge the ins from 50-100%, but the li battery pack would completely deplete when charging the ins. Pt said the issue had been chronic. Pt had charged the ins from 30/40%-100% and the li battery pack had comp letely depleted during the charge session. Pt said with their previous controller, they could charge their ins to 100% and the controller battery would only deplete down to 70%. No symptoms were reported. A replacement battery pack was sent out. Additional informa tion was received from the pt on 2022-oct-04. Pt called back repeating information in this case and that they have had all their equipment replaced and the rtm replaced twice. Pt said they were still having trouble when charging. Pt said the controller would constantly beep at them for the slightest movement saying the rtm was not in the right spot. Pt also mentioned issues with the controller battery level while charging, however pt wasn't clear on what the issue was with that. Pt mentioned the relay box would get warm. Pt did not see any damage to equipment during the call. Pt redirected to hcp/rep to troubleshoot in person as pt was still having issues after replacement. Pt said they were on their 3rd rep and was waiting to hear back from them, however has not met with a repfor charging troubleshooting yet.

Manufacturer narrative:
Concomitant medical product: product ID: m995402a001, serial# (B)(6). Product ID 97755, serial# (B)(6) product type: recharger. Product ID: 97755, serial# (B)(6), product type: recharger, product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: m943899a serial# unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n ) revealed a failure, no device found message. No anomalies were visually observed. Scrapped due to failed on bench test but passed on tester. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.